Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the reload partially fired and got stuck during firing in between. The surgeon retracted the firing knob and replaced the reload, then continued the procedure with a different reload. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an exploratory laparotomy, thoractomy, turited gastric conduit resection, jejuno conduit jejunostomy, the reload was not able to fire initially and moved around 0.5 cm then got stuck. The surgeon retracted the firing knob and replaced the reload, then continued the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, e1 (first name, last name), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.